Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly, catheter, dilator, and arrow raulerson syringe (ars) for analysis. Definite signs of use were observed on the components. Visual analysis revealed that the guide wire was unraveled, and the core wire was separated at the distal weld. Additionally, the coil wire was observed to be completely separated along the body. The guide wire also contained multiple kinks along the body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the defect and revealed that the welds were full and spherical. The kinks in the guide wire measured 284mm, 296mm, and 449mm from the proximal end. The overall length of the guide wire core wire measured 601mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.843mm which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. Functional inspection could not be performed due to the nature of the defect. A manual tug test confirmed that the proximal weld is secure and intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire coil wire was observed to be unraveled and separated. Additionally, the guide wire core wire was broken adjacent to the distal weld and contained multiple kinks along the body. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).